Event description:
Procedure type: lap gastric bypass. According to the reporter: no intra-operative complications occurred. Post operatively (2007), upper gi endoscopy was performed due to dysphagia, vomiting, nausea. A benign appearing, intrinsic mild stenosis found and was successfully dilated with a dilation balloon. Additional medication was used.